Event description:
The customer provided a log sheet of 6 analyzers with the same complaint description. All 6 analyzers have the same allegation, "the analyzer got very hot and now there is corrosion". There were no allegations of patient/user harm for any of the reported incidents. There were no allegations of incorrect results. Each analyzer will receive its own medwatch form.

Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. Rust was observed in the battery compartment of the returned analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.